Manufacturer narrative:
Per tandem user guide, " always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, customer was not removing air from the cartridges during the load sequence process. Tandem technical support educated customer on the proper load techniques. Customer's blood glucose (bg) level was 515 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the high bg; however, the customer did not respond. No additional patient or event information was available.